Event description:
It was reported that this right atrial lead exhibited intermittent high out of range pacing impedance measurements. Further evaluation of the system was discussed. This lead remains in service. No adverse patient effects were reported. Requests are being performed in order to inquire for the model/serial number of the lead, however, at this time, no additional information is available.